Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was identified as a defective loudspeaker on the front panel board. Following correction the device there was no patient or user harm. The identified root cause was confirmed.

Event description:
The loudspeaker doesnt sound, replace front panel board msp160196 -standard exchange, rga no.71207 -43xrgas without cer in ky2help.